Manufacturer narrative:
H4: manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station kept freezing. A technical support specialist (tss) checked the station logs and was unable to find any errors related to freezing or biometric identifiers. The user was consulted but was unsure when the station had last rebooted. The network speed was set to half duplex, and during monitoring, the user was able to log in without any freezing issues. Upon checking the server, no specific errors were found. It was also observed that the station's network speed was set to auto negotiation, which was then changed to 100 half-duplexes. The user began using the station without any issues when logging in with their biometric identifier. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, stations were freezing at the login screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.